Event description:
The pt was seen in the emergency room after receiving several shocks. Diagnostics showed lead noise. The decision was made to open the pocket the following day. Upon opening the pocket and connecting the lead to a new device, the noise stopped. The decision was made to return the unit for analyses.